Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3391s-40 lot# v591640, implanted: 2012 (B)(6), product type lead product ID: 3708660 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID: 3708660 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID: 37642 lot# serial# (B)(4), product type programmer, patient product ID: 3387s-40 lot# v681753, implanted: 2011 (B)(6), product type lead. (B)(4).

Event description:
It was reported, the device was explanted due to infection. Follow up reported the device was explanted due to infection from a common skin bacteria within the stimulator site. After removal the infected site was clear of any ongoing infection or inflammation.

Event description:
Additional information received reported the healthcare professional (hcp) was concerned about infections related to deep brain stimulation. The hcp had experienced several infections approximately one year post implant at the lead site and implantable neurostimulator (ins) pocket.